Manufacturer narrative:
No samples were available for eval and investigation. The info contained herein is based on the info provided by the initial reporter. The report stated that a pump infused too fast, but no further info was available. The pump was evaluated by a third party, and it was reported that "the complaint is confirmed, but considered as an isolated case." The third party discarded the pump. A review of lot 742701 history found this to be the only complaint of fast flow for the lot reported. The device history record was reviewed, and all mfg operations were found to be within specification. In addition, retain samples from 742701 are being tested. A follow-up report will be provided at the conclusion to this eval. When additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Flow rate too fast.